Manufacturer narrative:
Concomitant products: bd 50ml syringe; bd 3ml syringe. The customer¿s report of a communication error on the device was confirmed in the pcu log, but not replicated during testing. The pcu event log confirmed a channel disconnect/communication loss occurred on (B)(6) 2015 at 11:02am, affecting syringe modules sn (B)(4) (channel a) and sn (B)(4) (channel b). The log shows that syringe module sn (B)(4) was infusing cvp monitoring line, and syringe module sn (B)(4) was infusing hydrocortisone. Syringe module sn (B)(4) event logs were analyzed and confirmed that the error was the result of a communication interruption with the pcu. Both syringe modules assigned to channel a and b were affected while infusing when the communication failed, indicating the left iui on the pcu to be related to the reported incident. The pcu event log showed that 2 pump modules (channel c and d) were attached to the right side of the pcu but were idle and not affected by the channel disconnect. Inspection with a microscope observed the presence of contamination on the left iui connector of the pcu. Functional testing of the system was performed with two syringe modules on left side of the pcu. Physical manipulation of the system did not demonstrate a channel disconnect/communication loss event. The proximate cause of the channel disconnect is attributed to the presence of contamination on the pins of the left iui on the pcu. The root cause for the contamination on the pins was not determined.

Event description:
The customer reported a communication error on the device. There were no reports of patient harm.